Manufacturer narrative:
The product has been received for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 which is indicative of battery voltage too low for the projected remaining capacity. A request was made to have data from this device analyzed. The fault was not noted in the data analysis, however, it was found that this device's hardware was not detecting the loss of battery energy. Hence, the battery status indicators were not reflecting the depletion condition and were inaccurate and should no longer be relied upon to determine the depletion status of the device. This device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. If information is provided in the future, a supplemental report will be issued. Upon receipt at our post market quality assurance laboratory, detailed analysis indicated that the allegation was confirmed based on analysis of the returned product which found evidence of a cracked capacitor resulting in battery depletion in an inconsistent manner. A risk review was completed and confirmed that the event of premature discharge of battery was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 which is indicative of battery voltage too low for the projected remaining capacity. A request was made to have data from this device analyzed. The fault was not noted in the data analysis, however, it was found that this device's hardware was not detecting the loss of battery energy. Hence, the battery status indicators were not reflecting the depletion condition and were inaccurate and should no longer be relied upon to determine the depletion status of the device. This device was explanted and replaced. No additional adverse patient effects were reported.